Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had previously exhibited atrial noise in bipolar configuration. Out of range pacing impedance measurements had triggered the lead safety switch (lss). The caller inquired about the specific measurement that triggered the lss. A boston scientific technical services consultant informed the caller that if the actual value is not available, the lss is triggered when there was an impedance greater than 2500 ohms. There was a small decrease of 100 ohms identified from two months prior. The consultant discussed options for this patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had previously exhibited atrial noise in bipolar configuration. Out of range pacing impedance measurements had triggered the lead safety switch (lss). The caller inquired about the specific measurement that triggered the lss. A boston scientific technical services consultant informed the caller that if the actual value is not available, the lss is triggered when there was an impedance greater than 2500 ohms. There was a small decrease of 100 ohms identified from two months prior. The consultant discussed options for this patient. No adverse patient effects were reported. Additional information was received indicating artifact noise and small p-waves were noted on the right atrial channel. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this system had previously exhibited atrial noise in bipolar configuration. Out of range pacing impedance measurements had triggered the lead safety switch (lss). The caller inquired about the specific measurement that triggered the lss. A boston scientific technical services consultant informed the caller that if the actual value is not available, the lss is triggered when there was an impedance greater than 2500 ohms. There was a small decrease of 100 ohms identified from two months prior. The consultant discussed options for this patient. No adverse patient effects were reported. Additional information was received indicating artifact noise and small p-waves were noted on the right atrial channel. The device and leads remain in service. No adverse patient effects were reported.